Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive and sticking for two to three weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 device evaluation submitted (B)(4) 2012: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the ok key was intermittently responding when pressed. The keypad was removed to investigate; contamination was found under all of the key contacts. Unrelated to this complaint, the display screen has a pinkish faded contrast. The pump booted to normal contrast with a test screen.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.